Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm in ventricular fibrillation (vf) zone. During transport to the hospital patient had slow vt without therapy because implantable cardioverter defibrillator (ICD) was in electrical reset. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A firmware initiated a por with no reason code occurred on (B)(6) 2014.